Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's father, that the numbers on the insulin pump scroll up without any input from the customer. It was also reported that keypad on the insulin pump is unresponsive. Customer's blood glucose level at the time 216mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.